Event description:
It was reported by a customer that on (B)(4) 2011, the fiber cap detached at 16,152 joules. Per the customer, the fiber cap was retrieved. Add'l info reported by the customer was during set-up the aim test was performed. During the procedure, there were no error codes that were displayed on the console when the event occurred. The pt did not experience any difficulties as a result of the event. The user did not experience any difficulties as a result of the event.